Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - date of event: estimated. D4 - primary UDI number: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that this was a vessel closure of a heavily calcified vessel using a prostyle device. Reportedly, the device was triggered incorrectly, the threads did not grip correctly and all the threads came out. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the packaging was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. It appears a malposition of the device occurred due to the calcified vessel. In this case, the calcification prevented the needles from penetrating; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.